Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support, and additional information could not be obtained.